Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. It was confirmed that there was no repair history in the past one year. Based on the results of the legal manufacturer's investigation, deviation from IFU (instructions for use) related to reprocessing for cjd (creutzfeldt-jacob disease) patients/contamination via user handling was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Leakage from air valve and eyepiece unit was noted. Cementing and scratching of adhesive on the bending section cover was noted. Damage of the connecting tube and crack of the up/down lever was noted. The device will be returned to customer for disposal due to suspicion of creutzfeldt-jacob disease (cjd). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage at the eyepiece of bronchofiberscope was noted during reprocessing. The device was returned and an evaluation at the repair center revealed, the subject device was reprocessed in the same reprocessor as the endoscope with a confirmed creutzfeldt-jacob disease (cjd) contamination. This report is being submitted to capture suspicion of cjd found during device evaluation. There were no reports of patient harm associated with the event. Patient identifier # (B)(6) captures complaint on the scope with cjd contamination (model: bf-1th190, model description:evis exera iii bronchovideoscope, serial no. (B)(4) ).

Event description:
It was further reported, the subject device is still in quarantine at the workshop. Since the processing took place in the workshop, there was no patient involvement.

Manufacturer narrative:
This report is being submitted for additional information regarding the event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer provided additional information regarding creutzfeldt-jacob disease (cjd) contamination. The customer reported that there were no indications of non-sporadic cjd and appropriate reprocessing of scopes was performed by facility after use in cjd patients.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.